Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of the transmission, it was noted that the pacemaker exhibited undersensing and inappropriate mode switch. No intervention was performed. The patient experienced no consequences and will continue to be monitored.

Event description:
New information noted that the pacemaker was reprogrammed (B)(6)2021.